Manufacturer narrative:
The na electrode lot number was aph55. The expiration date was not provided. Qc recovery was acceptable before running the sample measurement. The field service engineer found an issue with the ion-selective electrode (ise) dilution cup. He replaced the ise dilution cup and the vacuum nozzle. Precision studies were performed and they were within specifications. The customer performed qc and it was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for (B)(4) patients' plasma samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample (B)(4): initial result: 150.9 mmol/l. Repeat result: 143.0 mmol/l. Sample (B)(4): initial result: 145.5 mmol/l. Repeat result: 137.9 mmol/l. Qc went out of specification prompting the repeat of the samples. The samples were then repeated on (B)(6)2024 after the field service engineer performed service actions on the analytical unit.

Manufacturer narrative:
The calibration around the time of event was acceptable. The qc recovery was later determined to be out of range and was not resolved by recalibration. The alarm trace showed multiple qc alarms, sample foam detection alarms, and sample clot detection alarms. The service actions resolved the issue. No further issues were reported after the service visit.